Manufacturer narrative:
Hamilton medical ag received further information from the partner: it was learned that the situation reported by the hospital was not true. Our agent engineer came for investigation, and the machine was in normal use, and there was no record of "large error of tidal volume" described in the report. No one in the department reported the adverse event, and no one in the equipment department reported the adverse events. The contact phone number in the report was invalid and could not be contacted.

Event description:
Hamilton medical ag received the following event description from the hospital report:when the equipment department arranged for metrological testing of the injection pump in the entire hospital, it was found that there was a large error between the set value and the displayed value of the tidal volume of the ventilator in the eic department hospital analysis: internal component failure

Event description:
Hamilton medical ag received the following event description from the hospital report: when the equipment department arranged for metrological testing of the injection pump in the entire hospital, it was found that there was a large error between the set value and the displayed value of the tidal volume of the ventilator in the eic department hospital analysis: internal component failure.

Manufacturer narrative:
Investigation is ongoing.